Event description:
It was reported that during a liver resection procedure, the device misfired. No other details are known at this time. There was no pt consequence.

Manufacturer narrative:
Instrument a: anvil. Instrument b: batch #: e5pw3g, exp date: 07/2013; mfg date: 08/23/2008. Evaluation summary: the analysis results showed one ec60 device a was returned with no visual non-conformances and with no reload loaded on the device. The device was tested for functionality with a test reload and it fired and cut as intended, however, the staples were noted to be malformed, as the anvil was misaligned, causing the staples not to form properly. While no conclusion could be reached to how the anvil became misaligned, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The analysis results found that one ec60 device b was returned in good visual condition and with no reload loaded on the device. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.